Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the issue occurred a second time and that the polaris spectra system control unit (scu) box was replaced on the navigation system to restore functionality. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
The suspect part was returned to the manufacturer and analysis completed. Functional testing and visual/physical examination was performed and no fault was found. When connected to a known good system, the polaris spectra system control unit (scu) performed as expected without issue. A check of the event log did not reveal any adverse events. No problems were found.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was found that the camera cable was not sitting in the right position resulting in the cable being twisted and compressed. The medtronic representative resolved the issue by putting the camera cable in its correct housing. The navigation system then passed the system checkout and was found to be fully functional. No parts were replaced.

Event description:
A medtronic representative reported that the navigation system's camera occasionally disconnects and displays 'localizer not connected'. After moving the cable around a little, the camera reconnects. There was no patient present when this issue was identified.